Manufacturer narrative:
Product event summary: analysis confirmed that the battery did not sit properly in the compartment due to a bent battery contact. It was confirmed that the programmer did not stay powered up after being unplugged due to a bent battery contact. The battery board and contact were replaced. The battery would not seat into the replacement battery board due to bent casing where battery contacts battery board. The battery was replaced. Software was reloaded. The programmer then passed all functional, safety and systems tests.

Event description:
It was reported that the programmer quickly powers off shortly after being unplugged; regardless of the length of time the programmer was plugged in. It was also noted that the programmer battery does not sit properly in the compartment. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the battery board connector and battery pack. Visual inspection confirmed bent outer pins on the connector. It was also confirmed that the battery casing had a bent contact surface. Conclusion: confirmed reported event caused by damaged battery board connector and bent battery pack contacts. If information is provided in the future, a supplemental report will be issued.